Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, it was difficult to insert the mapping catheter into the balloon catheter. Upon removing the mapping catheter, it was "mangled" as expected. The mapping catheter was replaced with resolve. The case was completed with cryo. No patient complications have been reported as a result of this event.